Manufacturer narrative:
The reported events of no inductive telemetry, unexpected mode switch and unspecified lv output were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker was in backup vvi mode. The patient was subsequently brought to the hospital. The pacemaker was successfully restored back to normal operating mode. The patient was in stable condition.

Event description:
New information received notes that the pacemaker experienced a recurrence of backup vvi mode. The patient presented to the emergency department on (B)(6) 2026 with a heart rate in the 30s, as observed via telemetry monitoring. The pacemaker failed to be interrogated via inductive telemetry and exhibited unspecified output anomaly; and a temporary pacemaker was placed overnight. The patient was subsequently brought in for a generator change on (B)(6) 2026; the pacemaker was successfully explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Correction: section a1 - the correct patient identifier should have been "fb", rather than "bb".